Event description:
Reporter alleges the pt developed right encapsulation early, she had a closed capsulotomy in 1987 and now it is reencapsulated. In march, 1997 she heard a pop and it became painful which comes and goes. Reporter also alleges the pt denies decrease in size or history of trauma with motor vehicle accident years ago with lump to her chest. The pt has developed aching fingers, occasional sleep disturbances, headaches, "spaces", increase in cholesterol, weight gain, gastrointestinal disturbances and a left ruptured implant.